Manufacturer narrative:
Concomitant products: 100ml baxter bag ndc 0338-0553-18, lot p325716, exp aug 2017, meropenem; 1 gram vial of meropenem ndc 63323-508-30, lot 0064d51, exp 11/2017; 50ml baxter bag ndc 0338-0049-41, lot p354860, exp sep 2017, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The customer¿s report of a check valve failure with back flow was confirmed. Visual inspection identified no anomalies. Functional testing confirmed back flow indicating a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be pvc, between the housing seal and the diaphragm. The cause of the check valve failure is a pvc particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Event description:
The customer reported a check valve failure during a secondary infusion of meropenum 1 gram in 100ml of ns at 33 ml/hr, resulting in the primary drip chamber filling up while the med was running.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a secondary medication meropenem 1g in 100 ml of ns issue while connected to a patient. There is no report of patient harm.